Manufacturer narrative:
No sample was returned for evaluation. Manufacturing review of the referenced lot number and respective device history record was conducted on 30sep2021, showing that all units were quality released on 01apr2021 having met all internal qc acceptance requirements. There were no non-conformances associated with the manufacturing lot during the final packaging. Sterile subassembly lot m21a1023 ((B)(4)) was also reviewed for potential issues impacting the quality of this product. This subassembly lot was released to component inventory on 12feb2021 having met all quality requirements including product sterility testing following eo sterilization, as well as internal bioburden and product pyrogen (lal) testing requirements. In lieu of a request for the OEM supplier for a DHR review of the ecm material lots, it is noted that aziyo processes the non-sterile envelope materials by cutting, suturing, packaging, and sterilizing. It is also noted that per the instructions for use (IFU - art-20828a) provided with the finished cangaroo envelope device, infection is listed as a potential complication associated with this procedure and device usage.

Event description:
On september 24, 2021, aziyo was notified by business partner boston scientific that a patient with a cardiac implantable electronic device and aziyo biologics cangaroo envelope (model cmcv-009-lrg, lot number m21c1118(546), both implanted on (B)(6) 2021, presented to the emergency department on (B)(6) 2021 with a pocket infection. The patient was started on IV clindamycin and vancomycin. The aziyo envelope device was explanted as part of a pocket revision on (B)(6) 2021. Cultures of the pocket taken at the time of explant showed "no growth" on day 3. Device reimplanted on contralateral side on (B)(6) 2021. Explant site looked good and drain removed at that time. Patient is currently doing well.